Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data d4 h2 h3 h6 additional codes conclusion: fluoroscopic cine loops of the pre-balloon dilation and implant procedure were provided for review of the event. Patient summary was not provided for anatomical review. Adverse events that may be associated with the use of the evolut fx+ system include, but are not limited to, the following: ¿ death, cardiac arrest, cardiogenic shock, prosthetic valve dysfunction (regurgitation or stenosis), malposition (either too high or too low)/malplacement during fluoroscopic load inspection, no inflow crown-overlap and later, no valve-infolding could be observed during deployment. This makes the observed regurgitation originating from those causes highly unlikely. While an image showed a laminar aortic flow with a smooth ascending aorta wall, another image showed a slow moving flow with unusual flow patterns. The low flow may well have been caused by the reported ventricular fibrillation (vf), which had set in after crossing the valve with the supportive guide wire. However, another image showed a structure moving in the blood stream just next to the pigtail. When the valve is deployed to almost 80%, an unusual indent in the ascending aorta wall is visible which was not there in the beginning image. There was the possibility that either the guidewire crossing the valve, the pre-balloon dilation or the bioprosthesis insertion, damaged the aortic wall. The reported vf may have been one consequence of this injury. In a worst-case scenario, an aortic dissection might have formed which extended over the aortic valve into the ventricle, creating a shunt through which blood flowed into the ventricle in diastole in a paravalvular leak (pvl) fashion. Another image featured a dark ¿sack¿ on the side of the valve opposite to the pigtail and the next image showed a flow that appeared to flow through the left aortic valve nadir. This possibility is supported by the fact that neither the pvl for the evolut nor edwards could effectively be treated. Another, possible cause for the high-degree pvl formation during the evolut deployment is the fact that the implanters did not adhere to medtronic best practice regarding deployment starting position and implant depth. The valve ended up much too deep (non-coronary cusp (ncc) depth ca. 6-8 mm). This reduces the radial force applied to the annulus and can cause pvl as well. Without more detailed information, it¿s not possible to determine the root cause of the pvl which led to snaring the valve and implanting a second non-medtronic valve. The root cause of the refractory vf appears to have been an interaction of the guide wire with the conduction system. Down the line, this was probably the cause for the low flow and later cardiogenic shock with subsequentially lead to the death of the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve implant, severe central aortic regurgitation was observed as the valve was dislodging during the reanimation and the valve was deployed under reanimation. Per the physician, the valve could be excluded as a contributing cause of death. Per the physician, the patient's under lying medical conditions contributed the patient death.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012768940); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012786156); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, a patient with a medical history of severe peripheral occlusive disease, severe aortic valve stenosis (opening area 0.4), and severe pulmonary edema underwent multiple vascular punctures, including the right common vein, right common artery, left axillary artery, and left brachial artery. Sheaths were inserted under ultrasound guidance, and a pigtail catheter was placed in the ascending aorta. A pacemaker was positioned in the septal right ventricle. Two non-medtronic closure systems were placed in the left axillary artery, and a non-medtronic guidewire was inserted into the descending aorta as a safety wire. Retrograde probing of the left ventricle via the aortic valve was performed with an al 1 catheter and straight non-medtronic wire. Immediately after passage of the wire, refractory ventricular fibrillation occurred. Resuscitation was initiated, and balloon valvuloplasty was performed. The evolut fx+ 26 millimeter valve was inserted and deployed while resuscitation continued, and medication was administered according to protocol. Peripheral extracorporeal membrane oxygenation (eccmo) was initiated, and an arterial puncture of the left groin was performed. Aortography revealed high-grade aortic regurgitation after the first valve deployment. A second 23 mm non-medtronic valve was implanted, and subsequent aortography showed continued moderate aortic regurgitation. Despite these interventions, there was no adequate circulation under eccmo, and the patient experienced cardiogenic shock, resulting in death.